Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up arrow keypad button was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: the keypad cover was torn across the up arrow and down arrow buttons, exposing the button contacts. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses with increased force to elicit a response. The ok and contrast keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The up arrow key contact was observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.